Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 initial reporter phone:(B)(6). Device evaluation: one device was returned for investigation. Visual inspection found the device was in a good physical condition apart from small leak from the water tank enclosure. Device passed electrical safety test. Device passed all other functional tests except the leak test. The complaint was confirmed the device was warming only up to 41,5 degrees celsius which is 0.4 degrees celsius lower than it should be. Root cause could not be identified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. A damaged part of the assembly was found out of calibration and the leak was coming from the tank. The temperature was adjusted. Water tank enclosure was replaced.

Event description:
It was reported that the device was not working. It was not warming the fluids to the required temperature range. Patient involvement is unknown.